Manufacturer narrative:
Eval summary: review of the complaint history showed one other complaint of the same nature for this lot. Based on customer complaints, the overall lot % nonconforming is 0.007%. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Based on this eval, no product malfunction occurred. No root cause can be determined however these symptoms are consistent with poor lens care practices. No further action is warranted at this time. Based on the mbr review, acceptable finished product, component testing results and the lack of a negative trend, this lot continues to be acceptable. Add'l info was requested from the consumer on 12/01/2010 and 12/13/2010. Info was requested from the doctor on 12/13/2010 and 12/14. (B)(4).

Event description:
A consumer reported her daughter experienced an eye infection with use of this bottle of product. She stated her daughter began to have the same symptoms as her brother, who had used the same bottle of product and was diagnosed with an eye infection in both eyes. The consumer indicated her daughter visited the same physician as her son and was treated with the same steroid and antibiotic medication (unspecified) as her brother. The consumer stated her daughter wears monthly disposable contact lenses and is using another bottle of the product successfully. The consumer reported that both her son and daughter are fine now. This is MDR #2 of two mdrs associated with these events.